Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that the device was causing the patient problems. The caller continued that it was pinching their nerves and they were in pain, so they had it removed. On a second call, it was reported that the stimulator never worked for the patient¿s bladder control symptoms, it caused cramps in their legs and caused pain. The caller noted a manufacturer¿s representative was calling in regarding the issues and did something with a magnet about a month in and that didn¿t resolve things. The caller reported that they fought with the healthcare provider for a year to remove the implant and the healthcare provider would only remove the ins and left the lead in the patient¿s body. It was noted that the patient had the implant for less than a year. The caller stated the patient still had bladder problems, so the patient saw a urologist and get a tube inserted into their ureter to open it up and that seemed to work well. No further complications were reported.